Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing dilaudid (hydromorphone) for non-malignant pain. It was reported that the patient stated that they were seeing a healthcare provider to have their pump refilled but the last time they have had the pump refilled was in march. The patient kept on calling their healthcare provider but they cannot get another appointment. Patient mentioned that the pump was empty and beeping. Patient was getting serious withdrawal and been in the hospital 6 times. Patient stated that they notice the beeping 3 weeks ago. Agent reviewed information and sent physician listing.